Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Spectranetics representative did not give information about product or patient. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was explanted for an unknown reason. The patient underwent surgical intervention to resolve the issue. No additional adverse patient effects were reported.